Event description:
On (B)(6): customer reports via phone that incident occurred during a retrograde procedure on a female patient of approximately (B)(6). Physician was trying to take the last image to verify stent placement when the failure occurred. Customer states they were trying to take the image with the digital petal and when that did not work; they tried to take the image with fluoro. The system continued to fluoro as dose and time counters were moving. However, both monitors were frozen with the previous image. They were unable to get an image to confirm stent placement. Physician completed procedure by moving patient to another room to verify placement. No injuries were reported.

Manufacturer narrative:
Field service engineer (fse) investigated and found to infimed i5 error logs show no errors at the time of the last occurrence. Fse verified proper operation according to hydravision dr system service checklist and returned the unit to full service. No problem was found.